Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. (B)(4).

Event description:
Medtronic received information that upon implant of this bioprosthetic aortic valve, echocardiography identified paravalvular leakage around the valve annulus of the valve cusp at 105 degrees. Additional sutures were applied, but the leak remained. The valve was immediately explanted and replaced with another bioprosthetic valve in the same procedure. No other adverse patient effects were reported.

Manufacturer narrative:
Analysis: the product was received at the medtronic product analysis laboratory in a clear solution of an unknown type in the original product packaging. The valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible. This was to be expected since the valve went through decontamination process that included a high concentrate of a tissue fixation and due to the blood contact: both are known to cause stiffness of the tissue. A small tear through the tunica of the non-coronary cusp was observed. This appeared consistent with a puncture or laceration by a sharp instrument such as forceps. All commissures appeared intact. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the investigation and analysis findings, the root cause of the pvl cannot be determined. There was no evidence to suggest the pvl was device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.